Manufacturer narrative:
Hill-rom has contacted the facility and is awaiting info regarding the repair of the alleged bed exit malfunction.

Event description:
Hill-rom received a report from the medical devices sentinel network regarding a pt fall. In 2009, the pt exited the bed without using the call bell. When the staff heard a loud bang. Two rn's a pca and neurosurgery msi attended immediately finding the pt on the floor. The patients vitals were stable, no visible injury, the pt denied having any pain, was alert and oriented. The facilities biomedical engineering determined the bed exit alarm is not functioning.